Manufacturer narrative:
Eval summary: the complaint device associated with this report was received for eval. It is unk if the product was used according to labeled indications. The device history record (DHR) for the lot was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's acceptance criteria. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. At this time no root cause could be identified. Additional info was requested on 05/06/2011, 05/09/2011 and 05/24/2011. (B)(4).

Event description:
A surgeon reported this product had to be removed intraoperatively. He stated the implant did not have enough footing and it seemed that the "barbed hook" was flattened. He reported another shunt was not implanted. Additional info has been requested.